Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was duplicated by testing. It was found that the capacitor was damaged; it was replaced.

Event description:
It was reported that the device shows continuous alert. There was no reported patient involvement.